Manufacturer narrative:
Pump received with blank display due to corroded battery tube. Unable to perform the displacement test or verify operating currents due to blank display. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Pump received with partially broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The mother reported via phone call that the battery was not lasting on the insulin pump. The mother also reported the insulin pump required battery changes every two days. The customer also reported a battery out limit alarm occurring on the insulin pump. Customer reported the batteries were not left out of the insulin pump for a greater duration than allowed. The customer also reported a weak battery alarm occurring. Customer's blood glucose was 240 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.